Event description:
It was reported that a pump malfunction occurred, which caused the customer's blood glucose level to display as "high," exceeding 500 mg/dl (27.7 mmol/l). The customer corrected the high blood glucose level with an injection without needing incapacitating assistance. Technical support provided information on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.